Event description:
The patient felt shocking in both arms while watching tv. Additional information has been requested. A follow-up repot will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).